Manufacturer narrative:
Analysis was unable to confirm the reported overheating issue. The programmer was powered up and stayed on for over six hours without issue. The programmer was scrapped as a precautionary measure. A replacement programmer was sent to the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer displayed an overheating message. The programmer was shut down and left off overnight. When it was used next it displayed the same message. The programmer was then turned off over a weekend and displayed the same message when it was used next. The programmer was returned for service. There was no patient involvement.